Event description:
It was reported that during an unknown procedure, two staples came out after the firing. Furthermore the staples were malformed. Changed another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.